Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1; -15.5/2.5/111 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The surgeon reported elevated intraocular pressure without pupil block; (in (B)(6)) hyphema on the anterior and posterior surface of the icl and was prescribed medication which the eye recovered to 1.5 corrected visual acuity and 1.2 naked eye vision. At a follow up date hyphema and mild corneal edema was noted with additional medication; as well as condition of secondary glaucoma associated with hyphema continued. The patient is being observed. The problem was reported as resolved. The cause of the event was reported as unknown.